Event description:
The customer reported that her insulin pump alarmed motor error. The blood glucose reading was 52mg/dl, and her blood glucose was treated with soda. Assisted the caller to run a displacement test and the test failed. The customer mentioned that the device is cracked below the escape button and the top of the screen. No further information was provided.

Manufacturer narrative:
The insulin pump had a cracked case at display window corner and a cracked reservoir tube. No damage noted on lcd glass. The insulin pump passed the displacement test, rewind, basic occlusion and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.